Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided . G4: additional PMA/510(k) number k011028, k013227.

Event description:
It was reported that the implant at tooth site #19 was removed as it was fractured. Implant fractured needed to come out, patient thinking about replacing with new implant in the future.